Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Review of baxter tampa bay manufacturing records revealed baxter homechoice cycler serial number (B)(4), was originally manufactured 07/25/2002 and released for customer use. The device was distributed for use over 10 years ago and has been refurbished/serviced since its original manufacture date. A review of the devices logs revealed no failure or malfunction that could have caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of patient symptom. The reported issue could not be confirmed. The assignable cause was undetermined.

Event description:
Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding an unrelated alarm. Per the hp, she started over with new supplies and was able to finish therapy with no further problems. She didn't notice anything unusual and the sample was discarded. The only thing she can think of that may have caused the alarm is that she has a hernia. She is going to the surgeon tomorrow. She is currently still on dialysis and continuing therapy. Product surveillance (ps) contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2012 regarding. Per the pdrn, the home patient (hp) has a hernia and she believes it to be related to pd therapy. No further information could be obtained. There was patient involvement. On (B)(6) 2012 global pharmacovigilence spoke with the hp. On an unknown date in (B)(6) 2011 the reporter confirmed that the event of hernia was past medical history. On an unknown date in (B)(6) 2011, the patient began peritoneal dialysis (pd) using dianeal ambuflex ip nightly. At the time of this report, the patient was not using dianeal ultrabag. The reporter states that she had seen her surgeon on (B)(6) 2012, but is getting a second opinion on possible hernia repair on (B)(6) 2012. At the time of this report there was no plan for hernia repair. The patient remained on pd therapy, no change in dosage. No further information requested. On (B)(6) 2012 product surveillance contacted the peritoneal dialysis nurse (pdrn) to verify if hernia was pd related. The nurse stated that the patient has a history of hernias but she believes that it was related to pd therapy. No plan for hernia repair at this point. The patient did not want to swap the device. No further information was given at this time.